Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The physician aborted the procedure because the patient o2 sats dropped to 40s. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating that the lead revision was abandoned prior to incision on (B)(6) 2021 due to patient complication not related to the system.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to lead migration. As a result, surgery intervention is pending to address the issue.